Manufacturer narrative:
The reason for this revision surgery was the modular shell disassociated from the stem. The date of the original surgery was not reported or could be established therefore the length of in-vivo service is undetermined. The complaint reported no issues of any other patient injuries, activities, accidents or manufacturing contraindications that may have been contributory to this surgery. No reported pre-existing patient health conditions. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record (DHR) was not conducted since a lot number was not provided or established. The complaint investigation history was reviewed and no trends or on-going issues were deemed as present or in need of review. No further action is deemed necessary at this time. Multiple searches of the djo surgical records and patient database revealed no additional information concerning this event. This event is deemed as non-product related. The root cause for this event was reported as the socket shell was not impacted properly for optimum performance. The scope of this investigation is limited without having the explanted parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the modular shell having disassociated from the stem. The problem was that the original surgeon did not impact the shell hard enough to the stem to lock it in. The surgeon replaced the shell, liner, and glenosphere and the outcome was successful.